Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose value was 523 mg/dl at the time. The customer's other blood glucose values were 488 mg/dl, 363 mg/dl, 304 mg/dl. The customer's parent also reported that the insulin pump had received no delivery alarm. The customer was assisted in troubleshooting and it was reported that the insulin exited. The insulin pump will not be returned for analysis.